Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a miscalculation during a cataract procedure. The wrong white to white was entered and was not caught before surgery had taken place. Intraocular lens (iol) was explanted. Issue has resolved. Patient and doctor are happy with outcome. Issue was caused by an error in data entry and the doctor did not catch the data issue before surgery had taken place.

Manufacturer narrative:
The customer provided information that the incorrect patient white to white value was entered into their pre-operative measurements. Therefore, this contributes to the incorrect power reading. There is no evidence of device nonconformity. The root cause of the reported event can be attributed to customer data entry. (B)(4).